Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral using a perclose at device with a 6fr sheath after an interventional stenting procedure. Reportedly, a cuff miss occurred. The perclose at device was removed and a proglide device was used with the same results. Hemostasis was achieved using another proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of both the proglide and perclose at devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose a-t device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the needle plunger remaining inside the device with a pre-tied knot still loaded on the anterior needle. The returned condition indicated that both cuffs successfully captured the needles during needle deployment, contradicting the reported cuff miss. During testing, the needle plunger was removed from the device and the needle follower was found broken. This observed damage is consistent with forcibly closing the lever to park the foot prior to retracting the needle to retrieve the suture. The instructions for use instructs the user to retract the needle plunger to retrieve the suture then close the lever to park the foot to remove the device. Based on the investigation findings, the reported cuff miss could not be confirmed. The probable cause for the broken needle follower is incorrect device deployment technique. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.